Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated vancomycin patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Elevated advia centaur vancomycin results were obtained on a patient samples for various dates and were reported to the physician. The physician questioned the results. The customer sent the samples to be tested at a different location and using different methods. The results were what the physician expected. The results matched the patient's drug therapy. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the elevated vancomycin results.